Manufacturer narrative:
According to the facility in (B)(6) they had to access the patient's vein twice for blood collection. Per the facility the blood is flowing in "as a trickle of blood" which required them to "poke patients twice". Per the facility the patient was not injured. The sample was requested for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility in september they had to access the patient's vein twice for blood collection.